Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise reversion. All other electrical measurements were in range. No intervention was performed. No further information was available.